Manufacturer narrative:
The injector was checked by a medrad service rep and no problems were found with the unit. The customer disposed of the tubing that was in use during the reported event and the lot # was unk, therefore, precluding examination and inspection of the disposable products. Further investigation at the site between medrad and the hosp mgrs and staff determined that the probable cause of the air injection was that the single-pt disposable set (spat) was not properly purged with air. A medrad clinical rep was at the site the morning after the reported incident and provided refresher training to the staff, including the technologist that was involved in the incident. Another full in-service re-training session is scheduled with the staff in 2009, which will include documentation of each individual's competency as it relates to the user of the system.

Event description:
The pt was scheduled for a cardiac catheterization procedure for chest pain. The physician noticed air in the coronary artery during the initial injection into the lad. The pt coded and was intubated. An iabp was inserted to stabilize the pt. The pt stabilized in the ICU overnight and the iabp was removed the next morning. The pt was alert and talking that afternoon.